Event description:
It was reported that a patient received a spaceoar vue implant on (B)(6) 2024, which was visible in a pre-treatment scan. However, there was a possibility that some hydrogel from the implant had penetrated the first layer of the rectum. When the patient returned for treatment on (B)(6), the hydrogel was no longer visible on the computerized tomography (CT) scan. A follow-up magnetic resonance imaging (MRI) scan on (B)(6) confirmed that the hydrogel disappeared.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block h6 (impact codes) has been updated based on additional information received on december 05, 2024.

Event description:
It was reported that a patient received a spaceoar vue implant on (B)(6) 2024, which was visible in a pre-treatment scan. However, there was a possibility that some hydrogel from the implant had penetrated the first layer of the rectum. When the patient returned for treatment on (B)(6), the hydrogel was no longer visible on the computerized tomography (CT) scan. A follow-up magnetic resonance imaging (MRI) scan on november 7 confirmed that the hydrogel disappeared.

Manufacturer narrative:
H6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.